Event description:
Stapler fired halfway only. Stapler was manually released with stapler key. Manufacturer response for robotic stapler, (brand not provided) (per site reporter). Vendor issued rga# and we received credit for remaining uses.